Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the cubex application was unresponsive, preventing the user from issuing medication. Another user appeared to be logged in. When the touchscreen was touched, the mouse pointer moved; accordingly, however, there was no response or change on the screen. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A technical support specialist (tss) found the cubex application on the home screen logged in under employee, but the app was not responding. Task manager showed no indication of high cpu/memory usage, and the cubex app was not flagged as non-responding. No background app or window was active, and windows application/system logs contained no relevant information. The tss terminated the cubex app in task manager. The customer confirmed that able to issue the item. The tss restarted the cubex application to restore functionality. The system functioned as intended after the technical support specialist troubleshot the device.